Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7, -15.0/4.0/089 (sphere / cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a different model and power lens due to glare/ haloes. This exchange did not resolve the problem. The reporter stated "glare/ aberrations improved but still present. Plan on doing lasik for residual refractive error." In the reporters opinion "device and patient-related factor" was the cause of this event. For cause details the reporter stated "device causes glare/aberrations- pt very sensitive to glare/aberrations".